Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was broken at reservoir connection and it was missing the plastic guard and the o ring. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The left belt clip rail broke off. Parts of the retainer ring do come off of the reservoir tube lip but only temporarily. For the most part the retainer is intact. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).